Event description:
The rptr did back to back (rapid succession) blood glucose tests. Results were 75 and 115 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to unavailability of supplies. No harm was alleged. Attempts to contact the rptr for add'l info have not been successful.